Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a other (unusual issue) issue. It was reported that the pump emitted an unknown alarm. No further information was available. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-nov-2018 with the following findings: a review of the pump black box showed no alarms outside normal patient use. During investigation, the pump ez-prime steps were performed correctly with no alarms occurring and the pump was exercised for 12 hours with no alarms occurring. The complaint of a alarm issue was not duplicated during investigation. There was no defect found.